Event description:
This unsolicited case from (B)(6) was received on (B)(6) 2018 from the physician. This case involves a (B)(6) male patient who received treatment with synvisc one and after few days the patient had severe pain in the knee and knee became swollen. No medical history, past drugs, concomitant medications, concurrent condition was provided. On (B)(6) 2018, the patient initiated treatment with intra-articular of synvisc one, injection at a dose of 1 df once (lot number: not reported) for arthrosis. On the same day patient completed treatment with synvisc one. On (B)(6) 2018 patient experienced severe pain in the knee and knee became swollen. The patient knee was swollen after the application of the medication and the patient's physician made a washing in the knee to remove the medication as a corrective treatment after that the physician applied an corticoid and the knee became normal. The patient's physician highlighted that he analyzed the case in a partnership with the infectology team and they concluded that the adverse event was caused by the medication. Corrective treatment: corticoid for both events. Outcome: recovering for both events. Seriousness criteria: required intervention for both events.

Event description:
This unsolicited case from brazil was received on 20- mar-2018 from the physician. This case involves a 60 years old male patient who received treatment with synvisc one and after 2 days the patient had severe pain in the knee and knee became swollen. No medical history, past drugs, concomitant medications, concurrent condition was provided. On (B)(6) 2018, the patient initiated treatment with intra-articular of synvisc one, injection at a dose of 1 df once (lot number: not reported) for arthrosis. On the same day patient completed treatment with synvisc one. On (B)(6) 2018 (2 days after first dose of synvisc one) patient experienced severe pain in the knee and knee became swollen. The patient knee was swollen after the application of the medication and the patient's physician made a washing in the knee to remove the medication as a corrective treatment after that the physician applied an corticoid and the knee became normal. The patient's physician highlighted that he analyzed the case in a partnership with the infectology team and they concluded that the adverse event was caused by the medication. Corrective treatment: corticoid for both events. Outcome: recovering for both events. Seriousness criteria: required intervention for both events. A product technical complaint was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review is not possible. Based on the lack of information provided, no CAPA is required. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA is required follow-up was received on 21-mar-2018. Gptc number was added. Additional information was received on 26-mar-2018. The gptc results were added. Text was amended accordingly.